Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not calibrate. The user completed the procedure, and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and found to have failed the clip test. The instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but could not apply the clip). The clip was installed into the instrument's jaws. Upon activating the clip application, the clip would not lock/clip onto the test tubing. The clip stayed attached to the instrument and had to be manually removed. Further investigation related to the reported complaint included that the instrument was found to have two severely bent grips, causing misalignment of the grips-tips. There was a 0.46 mm offset at the tips. A clip could be properly loaded into the clip groove of the grips-tips. However, the clip could not be applied to the in-house test tube due to the misalignment caused by the severely bent grips-tips. The grips did not have cracking damage.